Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds and a drop in amplitude. The lead had become dislodged. A lead revision was performed and the lead was successfully repositioned. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.